Event description:
It was reported that a patient has high impedance. The patient does not feel vns swipe and gets inconsistent sensation. Generator was disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any; defects¿ or; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The generator was received for analysis. Product analysis is underway but has not been completed to date.

Event description:
The explanted device has not been received for analysis to date.

Event description:
The patient had generator replacement. During surgery pin reinsertion was not attempted. The pin was loose and the generator was down to 25%-50%, so the surgeon elected to change the generator at that time. Subsequent testing on the new generator was good. He notes that it was the screw that was loose or the pin had moved, and since the battery was down to 25% power, we just replaced the battery.

Event description:
Product analysis for the generator was completed and approved. An interrogation and system diagnostic tests were performed. A bench in-line lead fully inserted into the pulse generator header, past the negative connector block (lab conditions). The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.